Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and ten shocks for atrial fibrillation with a rapid ventricular response. Technical services discussed programming options. No adverse patient effects were reported. It was later reported that the device was reprogrammed and medication adjustments were made with this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.